Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of smoke or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, part return testing and system risk analysis (sra). Trending analysis of the smoke/haze issue was reviewed from july 2017 to january 2018 and no significant trend was observed. The oil mist filter was returned and tested. The reason for the oil mist filter¿s return was not confirmed as the part passed testing. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the smoke/haze issue is likely due to the oil mist filter. The field service engineer replaced the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to no. Asp complaint ref #: (B)(4).